Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. The procedure was originally reported as an angiogram; however, the procedure was a aortogram.

Manufacturer narrative:
Corrected information: the following information has been corrected from the initial report: a2: date of birth. B5: the procedure was an aortogram. D5: the operator of the device was a healthcare professional- cardiovascular surgeon. E3: the customer is a risk manager. Summary of event: as reported, during an aortogram with bilateral extremity run off and using a flexor ansel guiding sheath, part of the sheath remained inside of the patient's body. The operator, a cardiovascular surgeon, inserted the sheath and the wire to perform the procedure. They removed everything from the sheath. When they attempted to pull the sheath out, approximately 4 inches of the sheath remained inside of the patient's body. They attempted to use a snare to remove it, but it was unsuccessful. The operator asked for assistance from a vascular specialist for removal during the open procedure, but it was unsuccessful. They performed a bypass around the sheath fragment. The patient had to go to intensive care for a few days, but they have been discharged. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. From the information provided upon review of the dmr, DHR, dhf, and IFU, cook has concluded that the device was manufactured to specification and that there are no nonconforming devices in house or out in the field. The product IFU suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook could not determine a cause for the failure. It is unknown whether the patient had calcified/scarred anatomy or if the dilator was in place during removal. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The additional information provided by the customer on 30dec2020 did not change the results of the investigation. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received from the customer on 30dec2020. Left-sided access was obtained, and a contralateral approach was used to target the right superficial femoral artery. The complaint device was in place for two hours and thirty-eight minutes. Resistance was not reported upon insertion or removal of the device. The device reportedly separated and unraveled mid-shaft upon removal. The dilator was not reinserted upon removal of the sheath and it was not in place when the separation occurred. A 260 cm bentson wire was in the lumen of the sheath when the separation occurred. A femoral-femoral bypass procedure was performed successfully around the retained device fragment. The anatomy was reportedly calcified.

Manufacturer narrative:
Initial reporter occupation: other non-healthcare professional: risk manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram with bilateral extremity run off and using a flexor ansel guiding sheath. Part of the sheath remained inside of the patient's body. The operator, a cardiovascular surgeon, inserted the sheath and the wire to perform the procedure. They removed everything from the sheath. When they attempted to pull the sheath out, approximately 4 inches of the sheath remained inside of the patient's body. They attempted to use a snare to remove it, but it was unsuccessful. The operator asked for assistance from a vascular specialist for removal during the open procedure, but it was unsuccessful. They performed a bypass around the sheath fragment. The patient had to go to intensive care for a few days, but they have been discharged.